Event description:
No additional information provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during inspection for use, the videoscope presented with an unknown foreign substance in the air/water channel. A symptom was a sticky foreign substance that hardens and contaminates the lens when used the day after cleaning. There was no patient involvement.